Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect component and performed a failure investigation. Visual inspection of the uim (user interface module) revealed 2 scuffs on the touch screen. The optical encoder is also loose. The touch screen was fully functional when the uim was installed on a avea test station. The touch screen continued to function normally after cycling for an hour. Touch screen calibration was performed and calibration was successful.the reported problem was not reproducible. Additional information: there was no patient involvement associated with the reported event. The reported issue happened during testing.

Manufacturer narrative:
Vyaire file identification: (B)(4). At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the user interface module of the avea ventilator is not working and is unresponsive to input. At this time, there is no information regarding patient involvement associated with the reported event.